Manufacturer narrative:
(B)(4).

Event description:
It was reported that screw of the connector lv lead was unable to be removed and inner conductor was broken. A new lead implant procedure was discussed. Lv lead was capped on (B)(6) 2016. Device was explanted and a new device was implanted due to eri and device could not be loosened. Patient was stable post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 1.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.